Event description:
A malfunction was reported, identified as momentary power loss to the vibrator motor, which was formally labeled as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer in doing so; after which, the malfunction did not recur. The customer continued using the pump with the understanding to contact support if the issue reappears.